Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the pump alarmed low battery. The adapt tool indicated abnormal behavior of the lithium backup battery loaded with voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's battery was not lasting a week. Customer was not using the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.